Event description:
It was reported that a 54-year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 290cc saline breast prosthesis that deflated post implantation. Deflation of the patient¿s right breast prosthesis was diagnosed via a physical exam. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was initially reported to mentor that the patient¿s right breast prosthesis (mentor smooth round high profile 290cc saline breast prosthesis, serial #(B)(6) was the one that deflated. Mentor also received the patient¿s left breast prosthesis (mentor smooth round high profile 290cc saline breast prosthesis, serial #(B)(6) it was determined by the mentor failure analysis lab that it was patient¿s left breast prosthesis that deflated. The reported right breast prosthesis was received intact. As a result, the lot number has been updated to 5569468 and serial number has been updated to (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 03-aug-2022, mentor completed the investigation on the suspect medical device. According to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and revealed a leakage, caused by valve delamination. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. A second product was received (lot #5580723). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-jun-2022, mentor received additional information about the event: - the event date is (B)(6) 2022. - the patient¿s race is white and ethnicity is not hispanic/latino. - the patient had both breast prostheses explanted and they were replaced with mentor memorygel breast implant 370cc gel breast prostheses. On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, an updated explantation date of (B)(6) 2022 was reported. Manufacturer¿s reference number: (B)(4).